Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, it was noted that the right atrial lead impedance was low when connected to the pulse generator. The lead was disconnected and tested with the pacing system analyzer and the impedance was still low. The lead was removed and replaced. It was noted that there was blood inside the insulation of the lead. The procedure was completed without complications.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.